Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. The se reviewed the ventilator logs and noticed that the ventilator had been powered on and off multiple times. The se reminded the customer to allow the ventilator to complete the power on cycle. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an audible alarm and the display went blank. The ventilator was not in use on a patient at the time the event occurred.